Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported device could not be conducted because the lot number was not provided. It was reported that only one proglide device was used to close a puncture site greater than 8f. The electronic perclose proglide instructions for use (eifu) states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. Additionally, the device was deployed after there was little pulsatile blood flow from the marker. The eifu states: do not deploy the foot in the artery unless brisk pulsatile flow of blood (¿mark¿) is evident from the marker lumen. These eifu deviations do not appear to have contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with an 8.5f sheath after an electrophysiology ablation interventional procedure. Initial flushing of the marker lumen with saline prior to use was successful. Reportedly, as the device was advanced into the artery, no pulsatile bleed back from the marker lumen was observed. The proglide device was removed and re-flushed outside the anatomy successfully. The device was inserted into the anatomy again and a little more pulsatile bleeding was observed from the marker lumen; therefore, the device was deployed. The device deployed successfully; however, during knot advancement with the suture trimmer, a suture break occurred. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.